Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is available.

Event description:
It was reported that the scope rotated on its own and the horizon was unstable. The issue occurred during inspection for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the distal fiber has breakage, dents on the distal edge of the objective frame, dented outer tube, crack on the sides of the video connector and loose adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the scope rotates on its own. Horizon is unstable is not problem found. And for the newly identified malfunction mentioned above, the cause is not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.